Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml luer-lok syringe had foreign matter in the fluid pathway prior to use. There are 50 occurences reported. The following information was provided by the initial reporter: verbatim: we have quarantined 50 syringes, 50ml size, as they are covered with greasy or oil, they are quite slippery and unsuitable to use.

Event description:
It was reported that the bd plastipak¿ 50ml luer-lok syringe had foreign matter in the fluid pathway prior to use. There are 50 occurances reported. The following information was provided by the initial reporter: verbatim: we have quarantined 50 syringes, 50ml size, as they are covered with greasy or oil, they are quite slippery and unsuitable to use.

Manufacturer narrative:
H.6. Investigation summary: forty samples of lot 1909223 were provided to our quality team for investigation. The product was visually inspected and grease was observed on the outside of the film and blister packages. A device history review was performed for reported lot 1909223 finding one annotation related to this malfunction. During the primary packaging process, film and paper are guided along a chain in the packaging machine. The chain had broke during production of this lot and was repaired by the mechanical team. As a result, blister packages may have come in contact with grease from the chain, staining the film and packages as seen in the product reported. Based on the sample evaluation and our quality team's investigation, it was determined this incident is related to the failure identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see section h.10.